Event description:
It was reported that before a procedure it was observed that the tightening screw was stripped. If a piece were to fall off during a procedure because the device was stripped, it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that before a procedure it was observed that the tightening screw was stripped. If a piece were to fall off during a procedure because the device was stripped, it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.